Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient the cgm was displaying a reading of 40 mg/dl and based off the cgm, he drank 4 boxes of apple juice and ate yogurt. The then checked his blood sugar with a meter and the meter was displaying a reading of 208 mg/dl. The patient stated he drove himself to the hospital and was advised by the doctor to dose himself with triceba and an additional dose of humalog. The patient did not report symptoms; however, he went to the doctor because he was unsure of which device was accurate. At the time of contact, the patient was doing okay. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional event or patient information is available.